Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The void centralizer was put onto the end of the c-stem implant before implanting and a noticeable audible crack was heard, the plastic centralizer had cracked. It¿s unclear if the void centralizer was put into the end of the c-stem with excessive force or not. The surgeon agreed to going up in size for the centralizer as there¿s only 1 set consigned at the hospital. The cracked plastic centralizer was discarded by the hospital as it is small and difficult to sterilize. Stickers for both centralizers were placed on the implant usage sheet.